Manufacturer narrative:
The initial report was submitted under the incorrect manufacturing site reporting number MDR 1049092-2018-00607. This report is being submitted with the correct manufacturing reporting site number, along with additional information received. A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pm's have been completed. Lot # 8d05219 was sterilized and released. All of the results were within specification and products were released in compliance. The production process, in process testing and packaging of products was run in accordance with process instructions for machine circle. Visual inspection performed in accordance with test method and was completed at the beginning of the order and every fifteen (15) minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8d05219. This is one of three (3) complaints received for the same batch with the same issue. A photograph has been received for this complaint and has been evaluated. The photograph shows a hair on top of the dressing out of the sachet but, does not show the packaging and lot number. Good manufacturing practice and microbiology training has been completed for all staff on site after this batch was manufactured. This included training on the gowning up process and showed the consequences if the procedure isn't followed. All operators will be made aware of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported there was hair in the sterile package. Photos depicting the reported complaint issue were provided by the complainant.